Event description:
On 12.01.09, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in 2007, the pt was administered heparin and experienced, among other symptoms,fainting, decreased blood pressure, organ failure, and a heart attack. Upon info and belief, on at least one occasion, the heparin administered to the pt was allegedly contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The pt passed of pulmonary edema and myocardial infarction the same month.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.